Manufacturer narrative:
A philips customer care service consultant spoke with the customer and the customer alleged that the device is not alarming when it should and not meeting hospital threshold requirements. Multiple attempts were made to obtain additional information with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer is asking for service says it's not alarming when it should and not meeting hospital threshold requirements. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer is asking for service says it's not alarming when it should and not meeting hospital threshold requirements. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.